Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. A device history lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Initial reporter facility name - (B)(4). The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a smallbore bifuse ext set w/2 microclave®, rotating luer, where leakage was noted between the connector and extension set when infusing 5-fu for 48 hours, via an unspecified pump. This caused waste of the drug and environmental contamination. The chemo spill was not cleaned up per facility protocol and a spill kit was not used. Although it was reported that there was unprotected chemo exposure and the chemo came in contact with the patient or healthcare provider, there was no patient harm and no adverse effects to patient and healthcare professionals reported.